Event description:
As reported by the user facility: we operate with b. Braun dialysis machines in our incenter clinics. We had an adverse event on (B)(6) 2026, at carmen \[kidney]" health bulverde. The lot# is attached. The event occurred as soon as the patient was connected to and treatment initiated. The line that connects into the dialyzer from the arterial side (bottom of dialyzer) separated. Patient had some blood loss during this adverse event, and treatment was discontinued immediately.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.